Event description:
During normally scheduled product maintenance, it was observed that the device would properly defibrillate at the 10 joule and 360 joule settings; however, when tested at the 200 joule setting, the device was out of tolerance, delivering between 213 and 215 joules. It was also noted that the 10 joule synchronized cardioversion test would not pass. There was no known patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physico-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the energy delivered was out of tolerance; 213 joules were delivered when 200 joules were requested. The cause of the reported failure was determined to be due to a resistor, designator r1, which measured out of tolerance at 48.2 kohms. The synchronized cardioversion function was observed to operate properly and the synchronized cardioversion test passed.